Event description:
The customer reported the workstation transport handle broke free of the system. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.